Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on the objective frame and outer tube, missing c-ring, cracks, dents and scratches on video connector. A definitive root cause for the could not be identified. Based on the results of the investigation the probable caused is for a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited fiber breakage, dents on the objective frame and outer tube, missing c-ring, cracks, dents and scratches on video connector. There was no patient involvement.